Manufacturer narrative:
Concomitant products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator (ins) did not charge more than 50%. It was noted that even with stimulation off, the charging capacity rapidly decreased. Impedance testing was performed on (B)(6) 2022 and found all electrode pairs had ¿ok¿ impedance values. The patient controller and recharger telemetry module (rtm) were replaced several times in an effort to troubleshoot the issue, but there were no improvements. The event occurred during normal use and the cause was unknown. It was suspected that there must be an ins ¿defect.¿ the ins was replaced as a result of the issue on (B)(6) 2022; it was unknown whether the issue was resolved at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- (B)(4). Product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer, patient. Product ID: 97755, serial#: (B)(6), product type: recharger. Product ID: (B)(6), serial#: (B)(6), product type. Product ID: 97745ac, serial#: unknown, product type: accessory. H3: analysis of the ins ((B)(6)) found that the ins was functionally okay and had insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that it was thought that there were possible issues with the ins. The cause was unknown as the device was used normally. Since ins replacement, the issue has not been repeated. The patient was continuing follow up and will report if the issue is repeated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.